Event description:
It was reported that the patient came in for a scheduled adjustment. The patient was taken to the or to establish why the band was not filling. It was discovered that the band was broken. A new band was implanted with no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/10/2008. Information is unavailable; device was not returned for evaluation.